Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Pt. Presented with knee-pain of their left-knee following a bicompartmental-arthroplasty performed "back in 2011 or 2012". Dr. Determined some of the components were loose and opted to perform a total-knee revision with the mako. Explanted-items included restoris lm-pka components and a restoris pf component. The restoris patella was left in-situ. No complaints were filed against the components themselves, no further info. Available.